Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and ams-intepro y-sling were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat post-hysterectomy vaginal prolapse and mesh was implanted.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat mixed urinary incontinence. It was reported that the patient had the concurrent procedure of an extensive lysis of adhesions (causing small bowel mesentery bleed), and cystourethroscopy performed during mesh implantation.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.